Event description:
Five days following the implant of (2) cypher stents, the pt is taken for repeat cardiac cath due to complaints of chest pain. A thrombus is noted in both cyphers. Aspiration was conducted, followed by balloon angioplasty with a maverick ii: 3.25 x 20mm at 14 atms for 20 seconds x 3 inflations. The pt is noted to be in stable condition. Per the procedural physician, the probable cause of the sat was because the cyphers were under-dilated. It is also possible that there was a dissetion at the distal edge of the implanted cyher.